Event description:
Abbott point of care was contacted by a customer who stated that a patient's whole blood specimen anticoagulated with lithium heparin repeatedly produced potassium results of 7.0 meq/l using the I-stat 6+ cartridge. Plasma from this sample was later checked for hemolysis and was not hemolyzed. Another specimen drawn without anticoagulant was obtained from the patient and sent to the laboratory for repeat testing using serum. That sample produced a potassium result of 4.8 meq/l on the laboratory fusion analyzer.